Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low insulin alert with 40 units remaining in the cartridge. The customer reported that the low insulin alert was set to 10 units. Subsequently, an auto-off alarm occurred. The customer's blood glucose level was 99 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.